Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
During a primary total knee the device was found to be broken in tray. Another instrument was used from another tray and surgery was completed without any delay or adverse consequence to patient.

Manufacturer narrative:
An event regarding a broken instrument involving a triathlon size 4-8 keel punch guide was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned for evaluation. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: review of the device history records indicates all devices accepted into final stock met specifications. -complaint history review: a complaint history review could not be performed as the event description of a broken device does not indicate a specific failure mode. In addition, the device was not returned therefore the failure cannot be confirmed. Conclusions: no further investigation is required at this time. If the device is returned or if additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
During a primary total knee the device was found to be broken in tray. Another instrument was used from another tray and surgery was completed without any delay or adverse consequence to patient.